Manufacturer narrative:
The hill-rom tech found the right head siderail center arm inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007--2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right head siderail center arm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the right head siderail will not latch. The bed was located at the account. There was no pt/user injury reported. (B)(4).